Event description:
It was reported that the stable patient presented via merlin.net transmission. Upon review, it was noted that the implantable cardioverter defibrillator exhibited a charge time out. The patient presented in clinic on (B)(6) 2017 for further investigation. No intervention was performed. The patient presented on (B)(6) 2017 for replacement procedure. The device was replaced by a competitor's device. The patient tolerated the procedure well and would be continued to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional: device available for evaluation?, device evaluated by MFR?, event problem and evaluation codes.